Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report# 1627487-2018-09501, reference MFR. Report# 1627487-2018-09503, reference MFR. Report# 1627487-2018-09504. It was reported the patient experienced inadequate stimulation. System diagnostics revealed high impedances on the right occipital lead. In turn, imaging revealed a fracture in the right occipital lead and a kink in the left occipital lead. Reprogramming was tried to no avail. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.